Manufacturer narrative:
(B)(4). D10: unk 50mm g7 liner. G2: foreign: australia. Suggested component code: mechanical (g04) ¿ head. Visual examination of the provided pictures identified the explanted device but could not be used to confirm the complaint. Bio-debris noted. Device not returned; no further analysis can be made. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. X-rays are undated and not submitted to mmi due to the inability to correlate the images with the allegation of dislocation. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had right primary hip on an unknown date. Subsequently, the patient underwent revision due to recurrent dislocations. It was reported that no further information is available.